Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 3ss cv filter was installed backwards. The following information was provided by the initial reporter: material no:2426-0500 batch no: 20053528. It was reported that the filter was installed backwards, and the set will not allow flow.

Event description:
It was reported that as lvp 20d dehp 3ss cv filter was installed backwards. The following information was provided by the initial reporter: material no:2426-0500 batch no: 20053528 . It was reported that the filter was installed backwards, and the set will not allow flow.

Manufacturer narrative:
H.6. Investigation: four samples were submitted by the customer for quality investigation. Upon visual inspection of the samples, all four samples were constructed correctly and the filters were assembled in the correct orientation. Comparison of the sets to the assembly drawing and build of material for the infusion set, verified that the filter orientation was correct in the samples returned from the customer. No additional defects or damages were observed. A device history record review for model 2426-0500 lot number 20052538 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of misassembly with lot #20053528 regarding item #2426-0500. No root cause analysis was done on the product due to no issue being found with the assembly.